Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with failure code 703:00 was confirmed during product evaluation. This condition was caused by a defective pumphead module. The pumphead module was replaced to correct the reported condition. This device is a remediated colleague pump with a user interface module software version of 5.09.90. A service history review was performed revealing the reported condition is not related to any previous customer service request on this pump. This issue has been escalated to CAPA.

Manufacturer narrative:
(B)(4), this device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
The facility reported a colleague infusion pump with failure code 703:00. It is unknown when or in which care area this event occurred. This event may have interrupted delivery. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this pump is currently unknown.